Event description:
Two ports of catheter are coming out of hub.

Manufacturer narrative:
Customer report was confirmed. The catheter was returned with the inflation extension tube bond separation. The extension tube pulls out of the y fitting. Adhesive is present on the tube and y fitting.

Event description:
The pt was revised because the original surgery had left the tibia overstuffed.